Event description:
It was initially observed in programming history received that there was an unintended change in the patient's programmed settings due to an interrupted system diagnostic test. A final interrogation does not appear to have been performed prior to the conclusion of the patient's appointment. The change was not observed until the patient's follow up appointment on (B) (6) 2009, which the patient's settings were at the system settings.